Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he taped up the bottom portion plate on the insulin pump. Customer stated that it separates if the tape is not there and the damage is located by the drive support cap. Customer stated that he noticed the damage yesterday when he went to change the infusion set out. Customer rewound the pump and primed it but the plate was coming out. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with cracked battery tube threads, a broken reservoir tube lip, a cracked end cap, and a severely scratched display window.